Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. A removal difficulty was noted upon extraction as this was densely scarred down. The ra lead was eventually explanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. It was also densely scarred down and was difficult to remove. The ra lead was eventually explanted successfully. There were no additional adverse patient effects reported.